Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection. The patient was treated with intravenous antibiotics. Reportedly, the infection originated in the pocket. There were no additional adverse patient effects reported. The ra lead was explanted.